Event description:
Per the clinic, the patient experienced swelling at the incision site 10 days post operation and subsequently was treated with oral antibiotics (date and duration not reported). The symptoms resolved, and the patient resumed use of the device.